Manufacturer narrative:
The ca2 reagent lot number was 75291801 with an expiration date of 31-dec-2024. Calibration was last performed on 21-feb-2024 with acceptable results. Qc was acceptable before the event. The field service engineer (fse) found water inside the ultrasonic mixer (usm). The fse replaced the usm and adjusted the frequency. Calibration and qc were acceptable. The service actions resolved the issue.

Event description:
The initial reporter complained of critical low results for multiple patient samples tested for ca2 on a cobas 6000 c (501) module. The customer provided examples of discrepant results for 6 patient samples. Patient 1 initial result was 3.8 mg/dl. The repeat from a different analyzer was 9.7 mg/dl. Patient 2 initial result was 5.1 mg/dl. The repeat from a different analyzer was 9.5 mg/dl. Patient 3 initial result was 4.3 mg/dl. The repeat from a different analyzer was 9.3 mg/dl. Patient 4 initial result was 5.2 mg/dl. The repeat from a different analyzer was 10.0 mg/dl. Patient 5 initial result was 3.7 mg/dl. The repeat from a different analyzer was 9.9 mg/dl. Patient 6 initial result was 3.6 mg/dl. The repeat from a different analyzer was 9.2 mg/dl. The initial results were flagged as critically low in the customer¿s laboratory information system (lis). The initial result for one patient sample was reported outside of the laboratory to the nurse who did not accept the result as it was believed to be invalid. It is not known which patient sample was reported outside of the laboratory.